Event description:
Reported via clinical study. It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2022, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx closure device. On (B)(6) 2024, the patient was reported to have had a transient ischemic attack. No further information was provided or available.